Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unknown low anterior resection, the knife was not moved forward to posterior wall at all. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.